Event description:
A medtronic representative reported that the surgeon had an issue with his 4.75 screw driver. There was allegedly too much toggle between the screw shaft and the driver interface. There was no patient present.

Manufacturer narrative:
There was no patient present.manufacture date was unavailable as no lot number was provided.no parts or files have been received by the manufacturer.

Manufacturer narrative:
(B)(4). The returned screwdriver was found to be in good condition. The tip of the tool was able to engage the head of a screw with no sloppiness observed. The fit was found to be solid with no slip. No problem found, unable to replicate reported event. A new driver was sent to the site for issue resolution. No further subsequent issues reported.